Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and identified error 121 in the logs. The isi fse observed that the right eye was blinking intermittently in the high-resolution stereo viewer (hrsv), and the right hrsv monitor failed to reach the desired brightness within five minutes. The isi fse replaced the right hrsv. The system was tested and verified as ready for use. A return material authorization (RMA) has been issued requesting to have the isi device returned; however, at the time of this report, the product has not been received.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the right eye vision was blinking. The site was not able to reboot the system. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The high resolution stereo viewer (hrsv) was returned for failure analysis, analyzed and found to have no failure. The monitor was installed on our printed circuit assembly (pca) test system. The unit started up without any errors. The image quality was sharp, no noise, and not tinted. The system idled for 1 hour and visually verified that there were no issues. The complaint was not confirmed based on the field evaluation/failure analysis.

Event description:
Refer to h11 for follow-up information.